Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; sac expansion, unknown endoleak, intentional blockage of the renal arteries, and permanent renal failure. The most likely cause of the loss of seal could not be determined due to the lack of medical information regarding the repair event. However, it was likely that the off- label aortic neck and iliac anatomy (intentional user error), and moderate iliac calcifications (cautionary product use) contributed to this event. Also, the use of a non endologix product at implant, could not be eliminated as contributing factor. Procedure-related harms could not be determined. Clinical harms associated with this device failure included: unknown endoleak; intentional covering of the renal arteries (permanent renal dysfunction); and, an additional endovascular procedure. The final patient disposition could not be ascertained; there were no additional reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information. Pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The patient was initially treated with intuitrak on (B)(6) 2017 for an aortic aneurysm. Approximately, seven (7) years post-op, endologix was made aware that the patient presented emergently with complaint of abdominal pain. A CT revealed expansion of the sac. The patient was taken to the or for a re-line with a gore graft. There was report of a possible type iii (indeterminate) and a type I(indeterminate) endoleak present. In addition, the renal arteries were covered in an effort to lengthen the neck. The patient condition was not available and is unknown at this time however, the patient may be receiving dialysis for the renal failure after coverage of the renal arteries.